Manufacturer narrative:
Block d4, h4: the complainant was unable to report the batch lot number; therefore, the manufacture date and expiration date are unknown. Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/rescheduled procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number for the spyscope ds ii access & delivery catheter and 3005099803-2024-02308 for the spy ds controller. It was reported to boston scientific corporation that a spyscope dsii and spy ds controller were used during a cholangioscopy with lithotripsy procedure in the common bile duct for the treatment choledocholithiasis on (B)(6) 2024 it was reported that visualization was lost five minutes into the procedure. The physician decided to discontinue the procedure. It was rescheduled and completed on (B)(6) 2024. There were no reported patient complications as a result of this event.